Manufacturer narrative:
The customer stated that they did not pay attention to test unit settings when deleting the application and subsequently downloading the updated version in the instrument software. The result obtained in the first measurement after applying the conversion factor corresponds quite well with the results of the second laboratory and the repeat measurement on the same device. The investigation determined the issue is consistent with a user handling error. There is no device related issue.

Manufacturer narrative:
The serial number of the c 501 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with iron gen.2 on a cobas 6000 c501 module. The sample initially resulted in an iron value of 28 ug/dl and it also repeated as 28 ug/dl. At the clinician's request, the sample was sent to another laboratory to repeat it on a competitor system (abbott). The iron result measured with the abbott method was 171 ug/dl.